Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on 15-feb-2019. The sampling performed on (B)(6) 2019 yielded a total of 278 cfus comprised of the following 1 isolate: positive cocci - staphylococcus epidermidis. The duodenoscope was received by pentax medical for evaluation on 28-feb-2019. The duodenoscope was reprocessed and resampled in accordance with pentax medical procedures. The resampling performed by pentax medical on (B)(6) 2019 yielded 0 cfu. The duodenoscope was inspected by pentax medical service on 18-mar-2019. The inspection findings included the following: distal cap - fixed type passed epoxy seal integrity inspection, passed wet leak test, passed dry leak test, unit tested all function pass. Based upon the inspection findings, no repairs were required to be performed, therefore the duodenoscope was shipped back to the customer on 19-mar-2019.